Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.

Event description:
It was reported that the 30 cc intra-aortic balloon (iab) was inserted via the left femoral artery with no problems. The driveline tubing was connected to the autocat 2 and the clinical technologist noticed that the volume displayed on the screen of the pump registered 2.5 cc and not the 30 cc. The separately packaged 30 cc driveline tubing was opened, connected to the pump and the correct volume was displayed. No further problems noticed. The reported lot is on the field notification list.